Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 51 and blood glucose was 115 mg/dl. Customer treated with food. Customer checked blood glucose again and blood glucose was 600 mg/dl. Customer treated with manual injection and blood glucose remained at 600 mg/dl. After troubleshooting was performed customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.